Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital that the pt experienced an ischemic stroke the previous week. The pt had diffused cerebral vessel atherosclerosis, there was not known if the event was vad related or not. There was no evidence of vad malfunction - no pulsatility index (pi) events, no elevated lactate dehydrogenase (ldh). No alarms were reported. Pt requested do not resuscitate (dnr) and for pump to be turned off. On (B)(6) 2014, his pump was turned off and pt expired from cardiovascular deterioration.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.